Event description:
It was reported that the device reached elective replacement indicator (eri) in just over 3 years and did not meet the customers expectations. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis revealed the returned device indicated the actual longevity was less than 80% of the 99.9% predicted longevity limit. There were no detected performance issues with the device. In the absence of the complete programming history, it is not possible to determine why the longevity did not match the predicted model. This device was included in a field action, but returned product testing found the device did (did not) perform as described in the field action. Concomitant products: product ID: 419478 implantable pacing lead implanted: (B)(6) 2011; product ID: 0186 competitor implantable tachy lead implanted: (B)(6) 2005; product ID: 4471 competitor implantable pacing lead implanted: (B)(6) 2005. (B)(4).